Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump center button was not responding and was cracked. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and also there was response from any button. Customer was unable to access the menu screen. Customer stated using the down arrow did not allow them to navigate screen. No harm requiring medical intervention was reported. The device will be returned for analysis.